Event description:
Info was received that reported the patient was hospitalized in late 2008, due an incident of diabetic ketoacidosis. The patient reports she was hospitalized, her blood glucose was > 500 mg/dl. She was diagnosed in diabetic ketoacidosis and was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.